Event description:
It was reported that during surgery, the error 40000000000 appeared. There was an internal cable failure. Siu and two handpiece failure. The case was aborted and completed manually with s&n instrumentation. No other complications were reported.